Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was unknown. Troubleshooting was not performed. Customer treated their high blood glucose via hospitalization. Customer advised the insulin pump would update about the sensor which resulted in hospitalization. Customer was advised that since the insulin pump was turned off for more than 10 minutes it would automatically disconnect other devices. Customer was unable to troubleshoot since they did not have the devices while in the hospital. The insulin pump will not be returned for analysis.